Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a damaged component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
After an implantation period of approx. 79 months, it was reported that the device showed the eri status. The patient was hospitalized.

Manufacturer narrative:
On march 16, 2021, the eos home monitoring message has arrived. A transient eri alert was reported on (B)(6) 2020, which then disappeared. The physician at that time suspected that the cause was interference during foot surgery performed on the same day. The device is subject to the fsn. On (B)(6) 2021, the physician has decided to hospitalize the patient and replace the device the next day. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, confirming the clinical observation. The device was implanted for 88 months and 32 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The current consumption of the ICD was found to be normal and as expected. However, an inconsistency between the amount of charge taken from the battery and the battery condition was noted. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.